Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10331. It was reported that a hole was noted on the catheter. The target lesion was located at the severely tortuous and highly calcified left circumflex artery (lcx). A guidezilla guide extension catheter and a 1.25mm rotalink plus was selected for use. During the procedure, the guidezilla was delivered toward the lcx and the burr was attempted to be advanced; however, due to the severe tortuosity of the left main trunk artery and proximal lcx, the burr had difficulty advancing toward the lesion. Subsequently, as the burr was rotated while advancing, the burr was successfully delivered. However, as contrast radiography was performed, it was observed that the shaft of the guidezilla had a hole. The devices were removed from the patient's body. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed extensive damage to the tip of the device which was flared outward, abrasion at markerband with material peeled back proximally and shaft abrasions for 23 mm starting 2 mm from the tip and inside the shaft. The hypotube was also kinked numerous times. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10331. It was reported that a hole was noted on the catheter. The target lesion was located at the severely tortuous and highly calcified left circumflex artery (lcx). A guidezilla¿ guide extension catheter and a 1.25mm rotalink¿ plus was selected for use. During the procedure, the guidezilla¿ was delivered toward the lcx and the burr was attempted to be advanced; however, due to the severe tortuosity of the left main trunk artery and proximal lcx, the burr had difficulty advancing toward the lesion. Subsequently, as the burr was rotated while advancing, the burr was successfully delivered. However, as contrast radiography was performed, it was observed that the shaft of the guidezilla¿ had a hole. The devices were removed from the patient¿s body. No patient complications were reported and the patient¿s status was good.